Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and replacement of the ventilator was recommended. No further information available. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that bellows repeatedly freeze during ventilation. There was no report of patient involvement.